Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Plate was implanted.

Event description:
It was reported that the skyline hybrid four level plate had been placed and all eight of the 13mm self-drilling screws were used due to a corpectomy at one level. While final tightening with the cam locker, two of the cams on the plate broke. The outer wall of the cam broke at its thinnest point. Both broken cam pieces had to be removed from the wound. The surgeon chose to leave the construct in place, feeling that the cams were adequately locked. The broken cam lock portions were discarded.